Manufacturer narrative:
The pump was received with no button response due to an unlocked j2 connector on the lcd board. They were unable to perform the displacement test, rewind, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, and occlusion test due to the keypad being unresponsive. It was noted that the pump was received with a cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 330 mg/dl at the time of the incident. Customer stated that only the esc button works on the pump. Customer stated that when he pushes the act or b bolus button, nothing happens and the light does not come on. Customer changed out the battery but stated that still nothing happens and there is no circle on the pump. Customer has treated for his high blood glucose. Customer stated that the pump falls out of his pocket when he gets up from the recliner and it may have hit the floor from about 1-1.5 feet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.